Event description:
The account alleged when applying the brake, it will go in but the brake will not hold.

Manufacturer narrative:
The hill-rom field technician will perform mod 424 to repair the bed. Mod 424 is a field corrective action which replaces the brake detent mechanism, brake/steer pedals and adjusts all four casters of the affinity 4 birthing bed.